Event description:
The customer reported recurring self test error codes 90007 (pacer failure) and 90008 (defib failure). The customer confirmed that these errors were not the result of use/test operation error. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported recurring self test error codes 90007 (pacer failure) and 90008 (defib failure). The customer confirmed that these errors were not the result of use/test operation error. There was no report of pt involvement or adverse pt impact. Philips provided technical support and recommended, based on the m4735a service manual, that the customer replace the control pca. The customer reported that replacing the control pca resolved with malfunction.